Manufacturer narrative:
(B)(4).

Event description:
Information later received by the patient reports 'illegible" test left leg above knee which was still numb and painful. The pain in the left leg had not been resolved.

Event description:
Additional information was received from a patient. It was reported the steps taken to resolve the change in symptoms included the patient having needed to reprogram their device, and the issue was reported to have been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qfkq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation. The patient turned stimulation back on after it had been off for a couple weeks due to surgery. The patient had back surgery unrelated to their device, so they turned the device off. The patient had pain with stimulation going down their left leg and turned stimulation down to 0.0v. Some of the pain subsided, but the patient still felt pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from patient reported she experienced a loss of therapy. When she pooped, the last three times were all over her. She increased amplitude over the phone. It was indicated MRI was related to the issue. She reported 7 days hospital stay, during which she had an MRI of her back. This was unrelated to the implant. It was for spinal fusion of l4/l5 that did not take. She stated they waited a year before going further with it.